Event description:
It was reported that the patient presented in clinic after experiencing syncope. The EKG exhibited pacing inhibition of a single beat. No oversensing or pacing inhibition was noted on real time egm. The device was reprogrammed.